Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a patient was hospitalized in 2009 due to an incident of hyperglycemia. The patient states he began feeling ill, and having elevated blood glucose a day prior. On the day of event, he woke up with high ketones. He went to the hospital and admitted with a blood glucose of 585 mg/dl. He was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.